Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify e/a alarm and missing segments/partial display due to constant blank/flashing white light. Insulin pump received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump sounding the alarm and didn't stop also appearing white and black lightning in the display. Customer's blood glucose value was 9.2 mmol/l at the time of the incident. Customer stated that insulin pump was crashed. Customer replaced the battery but nothing changed. The device will be return for analysis.